Event description:
The user reported that when they attempted to flush the smartsite on top of the burette with normal saline, they noticed a leak at the base of the needle-free valve. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.